Manufacturer narrative:
(B)(4). (B)(6). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a small piece of metal thread was noticed in wound. There is no additional information at this time.

Event description:
It was reported that a small piece of metal thread was noticed in wound. Part of the thread came off of the cup introducer during impaction. The implant was intact and no further action was taken. The operation carried on as the damaged instrument was not needed again. There is no additional information at this time.

Manufacturer narrative:
The reported event was confirmed through visual evaluation of the provided picture noted damaged/fractured threads in the insertion handle. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. Per package insert (instrument/ provisional use, care and sterilization) inspect all instruments/provisional carefully prior to each use. If damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement. It is also noted in the IFU - any decision not to remove broken or fragmented instruments is also at the surgeon¿s discretion and must take into account the associated risks. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.